Manufacturer narrative:
Unique identifier (UDI): the heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23august2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 9 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was seen in clinic for routine appointment. The patient complaining of nausea and black tarry stools. The patient¿s mean arterial pressure (map) at target. The patient had poor appetite for 2 days. The patient was hospitalized on (B)(6) 2018 for suspected gastrointestinal (gi) bleeding and received a blood transfusion. On (B)(6) 2018, an esophagogastroduodenoscopy was normal. The patient was scheduled for a colonoscopy on (B)(6) 2018. The patient was taking anticoagulants warfarin at the time of event. Additional information was requested but no provided.

Manufacturer narrative:
Manufacturer's investigation conclusion:the pump remains in use supporting the patient. A direct correlation between the device and the reported gi bleeding could not be determined through this evaluation. The heartmate 3 lvas instructions for use lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.